Event description:
It was reported that the device sparked.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: loud sparking noise and flash when first turned on. Proceeded to normal home screen. Restart same sparking noise and flash. Proceeded to system error screen the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.